Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2008.

Event description:
The patient reported that the "wires were put in sideways" and ever since the patient feels like they were going backwards versus forwards. The patient also indicated feeling a lot of episodes. Follow up with the physician's office indicated that the atrial lead dislodged shortly after implant. The patient was noted to be in chronic atrial fibrillation, so the lead was programmed off. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.